Event description:
Additional information was received that indicated the patient's right atrial (ra) lead was explanted and replaced due to the lead fracture. The patient was stable throughout procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was feeling lightheaded, possibly due to atrial lead fracture. The fracture occurred at some time in 2018, but no intervention was performed because the patient was previously asymptomatic. A lead explant and replacement was discussed but did not yet occur. The patient was in unknown condition. Additional information was requested but could not be provided.